Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that, the insulin pump had beep anomaly which was resurfaced. Insulin pump was not beeping when alarming. The patient¿s blood glucose level was unknown at the time of the incident. Assisted in performing self test. Customer reported that, the pump did not beep during the tone test and the insulin pump vibrated during the vibrate test. Customer advised to monitor the insulin pump. The device is expected to be returned for analysis.

Manufacturer narrative:
The audio tone/vibrate feature on the pump functioned properly during testing.